Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a whipple procedure when firing in the stomach, the staples of the reload were malformed and the firing was unable to be completed, the staple line was incomplete in the center part. Another reload was used with the same handle to complete the procedure. There was no patient injury.